Event description:
It was reported that the tip of a drive shaft for the reamer irrigator aspirator was discovered broken. This was discovered before a procedure on a sterile field and was removed before any use. This did not involve a procedure or a patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The design was found to be sufficient for its intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the distal tip. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal of bone marrow and debris, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. This information is provided per with reamer/irrigator/aspirator (ria) technique guide, j4352-h. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is located at the distal transition to the drive shaft helix. The distal piece, approximately 21.5mm, was not returned. The balance of the device shows wear and is in good condition. Thus, the complaint condition is confirmed but cannot be replicated. The design is adequate for its intended use and did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.